Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was sent to the emergency room due to loss of leg function. As a result, patient's trial lead was explanted. This resolved the patient's issue.